Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image was not displayed, the fibre bonding in the outer tube area (distal end) was damaged. A definitive root cause could not be identified. However, based on the investigation results, the most probable cause of the image dropouts, artifacts, and loss of image display was a broken video cable. Additionally, damage to the fiber bonding in the outer tube area at the distal end was attributed to component failure. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope exhibited image dropouts and visual artifacts. There were no reports of patient harm.